Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes and all devices yielded expected negative results. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. However, case details indicate that the urine sample in question was contaminated with feces; this cannot be ruled out as the root cause of the reported issue. Per the package insert, urine specimens exhibiting visible precipitates should be centrifuged, filtered, or allowed to settle to obtain a clear specimen for testing. Alere san diego will continue to monitor this issue through incoming complaints.

Event description:
On (B)(6) 2019, a (B)(6) female patient presented to the facility for an endoscopy procedure. The facility performed a pre-procedure pregnancy test as part of their protocol. The patient's urine sample was tested x5 on the fisher sure-vue hcg stat serum/urine cassette kit and obtained positive. Customer stated that the urine sample had fecal contamination. Confirmatory bloodwork was performed the same day and produced negative results. Based off the confirmatory negative result, the patient went in for the endoscopy procedure. The procedure was not emergent and no adverse patient outcomes were reported. Further information was requested, but no further information was provided.